Event description:
It was reported that the device battery and attention icons were still illuminated after replacing the charge pak (internal hlc battery charger) twice. However, the device was reported to power on and emit voice prompts. Physio-control evaluated the device and found that it would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control determined the cause of the malfunction to be a broken weld on the negative tab of one of the internal hlc battery cells, bt1, from the analog pcb assembly. A replacement device was provided to the customer.